Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the device was inflated 3 times for 1 minute. A balloon pinhole rupture was noted upon third inflation at 10 atmospheres. The device was removed without any problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.